Event description:
It was reported that the cartridge was damaged at an unspecified location. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. Reportedly, the cartridge was changed to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.